Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and failed to eliminate the alarm. Customer stated that they tried to take battery out and turned off the insulin pump, but that did not fixed the issue as insulin pump error occurred again. Customer was advised to disconnect from insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.